Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead displayed noise. This was found to be due to a breakdown in the insulation. This was also causing muscle stimulation. The physician repaired the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.